Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump replace battery now alarm. The customer¿s blood glucose level was 247 mg/dl at the time of the incident. Customer state that insulin pump had pump error. Customer assisted with self test it was passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. All operating currents are within specification. And no unexpected insulin flow blocked, low battery alert, replace battery alerts, or replace battery now alarms noted during testing. The test energizer battery was removed from the battery compartment and reinserted after 60 seconds, less than 10 minutes, and more than 10 minutes. The pump powered up properly after insertion of the battery. No unexpected pump error alarms were noted. The pump was then programmed with contour next test glucose meter. The pump communicated properly, recorded the 122 mg/dl test value properly from glucose meter. No unexpected bg meter communication errors or anomalies were noted during testing.